Event description:
Pt had catheter inserted on 12/19/94. On 12/29/94, pt came to emergency dept with palpitations. It was discovered that the catheter had come apart from the port and was migrating into the right atrium. Physician approached from right femoral vein, pulled the catheter out of right atrium into ivc and then used a microsnare to grab and remove catheter through femoral access.